Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of ica. Manufacture narrative:secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of ica and the lens was explanted. The cause of event was unknown. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
D4 -vticm5 13.2 (-6.50/4.0) serial # (B)(6) expiration date: 31-mar-2028 primary (B)(4). G2- report source: distributor/importer is not applicable. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4)